Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received five inappropriate shocks for appears to be due to double tachycardia both driven from the atrial and ventricles. It was suspected there was supraventricular tachycardia (svt). Additionally, technical services reviewed the data and when the first shock was delivered it failed to convert the arrythmia however, it was uncertain. X-rays were performed and confirmed the lead is too high. The plan is for the physician to consider lead repositioning. At this time, the electrode remains in service. No additional adverse patient effects were reported.